Manufacturer narrative:
One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed a fracture of the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis for the polyaxial screwdriver noted that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver distal tip breaking cannot be positively determined. However, the fracture analysis report noted that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The devices have broken at the top.